Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was difficult to inflate, and the physician was unable to cycle the device during the clinic evaluation. A surgical procedure was subsequently performed, during which an aneurysm was identified in the inner layer of the left cylinder, protruding through the mesh. As a result, fluid was reaching the outer layer of the cylinder, but the mesh was not expanding. Intraoperatively, it was confirmed that the pump cycled normally; however, the cylinders were not inflating appropriately. The ipp was replaced. No patient complications were reported.